Event description:
Treatment of an internal carotid (ica) terminus aneurysm measuring 10mm. During pipeline deployment, it was reported that the device would not release from the capture coil so it was corked and removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire and the pipeline were returned not attached. The pushwire was found broken into two segments. Cross analysis of the break points of the pushwire indicated that the failure occurred due to torsional overload.pushwire separation.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).